Manufacturer narrative:
Follow up #1 submitted 03/12/2015. Animas has received additional information regarding this complaint. The distributor has provided clarification, stating that the issue is that the pump is alarming for a prime (loss of prime) issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: on investigation, the pump was exercised for 24 hours without the occurrence of errors, alarms, or warnings. The audio tone function was intact and operating normally. Investigation did not duplicated the complaint and the pump was found to be operating within the required specifications without malfunction.